Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, acetabular ceramic liner got broken after implanting into the patient. Revision surgery has been done and changed the liner by another hospital & surgeon. The product was not returned to depuy synthes, however photos were provided for review. See attachment re_ product complaint. The photo and x-ray investigation revealed that the unk hip acetabular liner ceramic was found broken into small fragments on a part of the curved edge. A root cause cannot be established due to multiples factors, but a possible cause could be the slight misalignment observed between the liner and the cup, on the lower medial side of the liner, it protrudes slightly from the cup, even though broken liner fragments can be observed, while on the opposite side, no liner parts are visible. This condition may have caused greater force to be exerted in that area of the liner due to the misalignment between the liner and the cup. Additionally, the head appears to be centered with the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors, consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the liner would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the ceramic acetabular liner broke after implanting into patient. Revision procedure done to change liner. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.